Event description:
It was reported that the customer had a button error alarm and moisture damage on the insulin pump. Customer got the pump wet and went swimming with the pump on. Customer stated that she was probably in the water for about 20 minutes. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.